Event description:
Conmed corporation, vcare small, vaginal-cervical ahluwalia retractor-elevator balloon would not stay inflated following the introduction of air into the balloon. FDA safety report ID # (B)(4).